Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged worsening of sleep apnea, stents, nausea, headaches, high blood pressure, lightheaded and grogginess. There was no report of patient harm or injury. The device was returned and the manufacturer could not confirmed particles in air path and foam degradation during device evaluation.